Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tlc75 instrument would not fire and staple was not formed in half way. Another instrument was used to complete the case. There was no consequence to the pt.